Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent dislodgment occurred. The 90% stenosed de novo target lesion with 44mm in length and 2.50mm in diameter was located in moderately tortuous and moderately calcified left anterior (lad) artery. The physician used a non- bsc guide catheter via right radial approach and the lesion was predilated using a 2.50 x 20 emerge balloon catheter. A 2.50 x 48 synergy drug-eluting stent was introduced but encountered significant resistance while being advanced. When the physician tried to remove the stent, it was noted that the stent was displaced and not moving together with the delivery system. The physician slowly pulled the stent and the delivery system into the guiding catheter. A non-bsc guidewire and 2.50 x 20 emerge balloon catheter were advanced and the balloon inflated to block the tip of the guide catheter and prevent the stent from moving distally. The procedure was completed with a 2.50x28mm synergy stent. There was no serious injury or adverse patient effects.

Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent dislodgment occurred. The 90% stenosed de novo target lesion with 44mm in length and 2.50mm in diameter was located in moderately tortuous and moderately calcified left anterior (lad) artery. The physician used a non- bsc guide catheter via right radial approach and the lesion was predilated using a 2.50 x 20 emerge balloon catheter. A 2.50 x 48 synergy drug-eluting stent was introduced but encountered significant resistance while being advanced. When the physician tried to remove the stent, it was noted that the stent was displaced and not moving together with the delivery system. The physician slowly pulled the stent and the delivery system into the guiding catheter. A non-bsc guidewire and 2.50 x 20 emerge balloon catheter were advanced and the balloon inflated to block the tip of the guide catheter and prevent the stent from moving distally. The procedure was completed with a 2.50x28mm synergy stent. There was no serious injury or adverse patient effects. Device evaluated by MFR: a 2.50 x 48 mm synergy ous mr stent delivery system was returned for analysis inside a guide catheter tracked over a guidewire with an emerge balloon also returned inside the guide catheter. A visual and microscopic examination of the crimped stent found proximal stent damage with stents struts bunched in a distal direction. The distal end of the stent was in its originally crimped position. The undamaged crimped stent od (outer diameter) was measured and met specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp stent markings were present on the balloon body. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.